Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having eye irritation, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 27, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device was noisy, has a strange odor, eye and throat irritation, nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. They also noticed the blower making a whirring noise. During the external and internal investigation, observed an unknown dust contaminant on the flip doors, rear panel, ui panel, bottom enclosure, pca, blower, hairlike particles on the blower box, and blower seal, back of the ui panel, in blower box, inside rear panel and inside bottom enclosure of the device. No odor was found during therapy or investigation. Potential liquid ingress was observed on the blower box and bottom of blower with blower having potential mineral deposits. A keratin like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. They can confirm the complaint of whirring noise when powered on and during therapy. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.